Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the following: flexibility adjustment ring has a scratch, grip has a scratch, forceps channel port is deformed, switch box has a scratch, right/left knob has a scratch, upward/downward angulation control knob has a scratch, the scope connector cover unit has a scratch, the plug unit has a scratch, the scope connector case unit has corrosion due to water leakage, the label on the suction connector is damaged due to corrosion on the connecting tube, the insulation resistance value does not meet the standard value, and the jet tube has foreign objects. The plastic distal end cover has a chip, the nozzle is clogged, the objective lens has a chip, the light guide lens has a stain, and the universal cord has a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during preventive maintenance, the colonovideoscope was found with a slightly damaged light guide cable, a broken distal cap, and low electrical insulation. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, foreign material was found between the jet tube and the plastic distal end cover. The nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
H10: per the customer¿s response, the device was reprocessed as per IFU (instructions for use) before it was returned to olympus. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the auxiliary channel and the clogged nozzle could not be identified. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: -IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection -IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.